Event description:
(B)(6) / stimulator varies widely in intensity, slight change of position results in either no stimulation or excessive stimulation to the point of discomfort and near muscle spasm. This has actually been going on since an infection shortly after implant which required hospitalization for several days and removal, reimplant of the stimulator. The above also occurs from day to day simply turning it off and back on. Have notified reps multiple times but no action has been taken. Additional product details: boston scientific wavewriter alpha spinal cord stimulator, model alpha ipg kit sc-1232, serial number (B)(6), implanted (B)(6) 2023. Pt: 1930, 2330, 4521. Device: 3023. Ref: mw5189698. This report captures wavewriter alpha spinal cord stimulator #2.